Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was confirmed. One unpackaged ar-4501 was returned for investigation. The returned device was visually inspected, and it was noted that trigger # 1 was pulled back and docked behind the bump. Functional test found that the device triggers #1 and 2 move freely. The most likely cause for the reported failure is a user error. Improper deployment sequence leading to cannula obstruction trigger #1 may not be pulled back and docked behind the bump; the pushrod may obstruct the cannula and prevent implant #2 from moving through.

Event description:
It was reported that during a knee arthroscopy while sewing the meniscus the meniscal cinch has not triggered. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.